Event description:
It was reported that the patient had a sling device implanted. During ongoing use of the sling device, the patient experienced urinary incontinence and underwent a surgical procedure to get an artificial urinary sphincter (aus). No patient complications were reported.

Manufacturer narrative:
This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the identifying information is unknown. Incontinence was found to be included as harm within product labeling. Due to the lack of product return, the clinical observations urinary incontinence could not be confirmed.

Event description:
It was reported that the patient had a sling device implanted. During ongoing use of the sling device, the patient experienced urinary incontinence and underwent a surgical procedure to get an artificial urinary sphincter (aus). No patient complications were reported.